Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. Based on the information provided, the root cause of this complaint cannot be determined. The device was not returned for evaluation.

Event description:
It was reported that during an embolization treatment, the coil prematurely detached within the aorta. Access was made via puncture to the groin. A snare was used to successfully remove the coil. No patient injury was reported.